Event description:
Term infant with use of kiwi x1 according to manufacture's directions. Infant was apneic at birth with apgars of 1, 3, and 4. The caput was boggy. Resuscitated and transferred to tertiary facility on the day of birth.